Event description:
In 2009, the patient reported that the infusion device shut down without warning during bolus delivery. This first occurred about three months prior, and again in 2 months later. No physiological effects were reported. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.